Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No failed battery test alarms were noted. The device was received with broken reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked battery tube threads, and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported their battery was not lasting for more than one day. Customer's blood glucose was 176 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer received a failed battery test alarm at the end of troubleshooting. Customer was advised to revert to a back-up plan. No additional information provided.